Event description:
Follow-up revealed the patient was released from the hospital and was in rehab which is not related to the scs system. The patient has effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was still in hospital as of (B)(6) 2017 following the lead replacement procedure on (B)(6) 2017 (reference MFR number: 1627487-2017-02750). The reason is unknown and the patient was expected to leave the hospital in the week of (B)(6) 2017.